Event description:
The customer reported failed estradiol quality control (qc) results, greater than 4,909 pg/ml for all three levels, involving access 2 immunoassay system. During troubleshooting, the customer discovered there was no estradiol reagent pack in compartment 1 on the reagent carousel. Beckman coulter, inc. Customer technical service (cts) advised the customer to locate the mis-loaded reagent pack and properly discard it. The customer confirmed there were no errors in the event inventory report and did not have issues with any other assays. All other reagents matched the software inventory. The customer stated patient results were not released out of the laboratory. No patient samples were tested during the reagent pack mis-load discovery. Customer technical service (cts) advised the customer to retest all patient samples during quality control recovery was within the laboratory's acceptable range, and the customer acknowledged. There was no report of patient injury or change in patient treatment associated with this event.

Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. The customer noted quality control (qc) recovery was within the laboratory's acceptable range on (B)(6) 2012.